Manufacturer narrative:
Report of edwards aortic bioprosthetic valve explant due to paravalvular leak. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The reported device was not returned to manufacturer as it was discarded at hospital. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events. Additional information will be reported if received.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately three (3) years and six (6) months, was explanted due to paravalvular leak. There is no reported malfunction with the device; surgeon indicated explant was patient related but did not elaborate further. The explanted device was replaced with another bioprosthetic device. There are no reported adverse events following procedure.